Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much bleeding occurred? Did the patient receive any blood products?

Event description:
It was reported that during a lap gastrectomy, scissoring occurred. The device was used on the blood vessel. The amount of bleeding was unknown. Another clip applier (B)(4) was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. How much bleeding occurred? No information. Did the patient receive any blood products? No, a transfusion or blood products were not required.